Manufacturer narrative:
Evaluation of the returned device confirmed a major blood spill. Issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are record in haemonetics' CAPA record (B)(4). Haemonetics (B)(4).

Event description:
Customer contacted haemonetics on (B)(6), 2010 reporting their orthopat machine had a message to check the suction pathway and it would not clear. No other information was available at that time. No injury or reaction was reported.